Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/10/2024, it was reported by a sales representative via (B)(4) that an ar-9229ag reamer was worn. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9229ag serial/batch number (B)(6) was received for investigation. Visual evaluation found that the cutting blades are dull. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.